Event description:
It was reported that a flo-gard infusion pump experienced an f-38 alarm (malfunction in tube misloading detection circuitry). There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A visual inspection, alarm log review and functional testing were performed. During the alarm log review and the power on self-test the f-38 alarm was identified. The alarm was caused by a out of specification force sensing resistors (fsr's). The pump has been removed from service. Should additional relevant information become available, a supplemental report will be submitted.